Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a mildly calcified and mildly tortuous left brachial vein. A 6.0mmx40mmx80cm sterling balloon catheter was advanced for dilation. Upon first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The physician completely removed the device from the patient and completed the procedure with a non-bsc balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).